Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. Assays used: vs cov2-ngene (B)(4). The following information was provided by the initial reporter: "results of "false positives."

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact. Assays used: vs cov2-ngene v4. The following information was provided by the initial reporter: " results of "false positives"".

Manufacturer narrative:
H.6. Investigation: a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported receiving false positive on vs cov2-ngene v4. Field service was dispatched. Field service conduct cleaning of the instrument. Instrument was able to pass qualification test and was returned to the customer functional. No parts were replaced nor returned to bd for investigation. The complaint is unconfirmed as an instrument issue because field service confirmed this was not a failure with the device. The root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.